Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The device was evaluated by the manufacturer at the customer site. It was found that there was a missing or corrupted gain calibration file. Reloaded imagers and config files, ran fluoro and rad gain calibration, and tested image quality. All modes passed testing. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that when attempting to complete a fluoro gain calibration the system became unresponsive after the first step and would not allow them to move forward. They tried again, and after the first step the system unexpectedly shut down. They said it remained unresponsive for 10min. There was no patient present when this issue was identified.